Event description:
The customer reported the image was not transmitted from 180 series endoscopes to the subject device. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image and sudden loss of the image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found there was no image and sudden loss of the image. The printed circuit board was faulty, there were cracks in the video connector socket case, there was terminal bending of the video connector socket, and the video connector socket failed. A review of the device history record found no deviations that could have caused or contributed to the no image condition. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the no image condition was due to a faulty printed circuit board, terminal bending of the video connector socket, cracks, and excessive stress applied to the video connector socket. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.